Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but the patient was working with their healthcare professional (hcp) or manufacturing representative. Patient¿s next appointment was scheduled for 2013 (B)(6).

Event description:
It was reported the patient was given a list of materials. It was noted it was unknown if the patient had an allergist. It was reported no diagnostics were performed. It was noted it was unknown if the patient had an appointment scheduled. It was reported the patient had not been heard from.

Event description:
Additional information received reported the patient had itching and allergy type symptoms since she was implanted in (B)(6) 2013. It was reported the patient itched and had hives and redness and wanted to rule out the stimulation system. It was noted the patient would have to go to an allergist.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a burning sensation experienced while stimulation was both on and off. The burning sensation started about two weeks after implant. The sensation had been going on for three weeks prior to this report. It was noted, the patient¿s rib area on her right side was uncomfortable. Rib area was sore. The patient was seen by their health care professional (hcp) on (B)(6) 2013 and the hcp believed it was swollen and inflamed. The hcp prescribed an anti inflammatory medication of prednisone. As of the day prior to this report, the implantable neurostimulator (ins) in the patient¿s buttocks was burning. The patient had rheumatoid arthritis. The area was not red or warm but it was painful when the patient walked. The patient inquired if it could be irritation from walking. On the day of this report, the patient turned the ins off. Turning the ins off made the burning go away however, the discomfort continued. Swelling and pain had decreased a little upon completion of anti-inflammatory medication. It was still painful to wear a bra. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).